Manufacturer narrative:
Concomitant medical products: catheter: model# unk, implanted unk, explanted unk. (B)(4).

Event description:
Hcp reported a catheter complication was suspected. There was a very large cerebral spinal fluid (csf) collection around the pump. The fluid was collected and tested. Confirmation was received that the fluid around pump was csf. A lumbar puncture was done and dye was injected during a CT myelogram. They could see the dye enter the intrathecal space and flow in csf. "Nothing out of the dural insertion point" was noted. They noted dye pooling around pump. The catheter appeared to be fractured a few mm away from where the catheter inserts into the pump. The fracture was seen just below the rim of the pump itself. Some dye extravasated there on the CT image. The patient was getting therapeutic relief. The patient's dose was weaned down and his symptoms returned, "he did get more spastic", so it was known he was getting medicine. Surgery was scheduled for (B)(6) 2012. The pump was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.